Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During pre-use check, there was a shadow in image, the user stopped using it and contacted for repair. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Additional information: according to the investigation results in apac on 26-may-2023. It was found, that the failed product was an endoscope image processing system of another manufacturer. And the pentax product was operating normally. Based on the above, we performed the decision tree again. And determined, that this event was not reportable. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.